Event description:
It was reported that noise was observed on the ventricular lead. The noise led to multiple inappropriate and aborted therapies. The pt was asymptomatic. St. Jude medical technical services reviewed the faxed electrograms and discussed that the noise was indicative of an insulation break or a lead fracture. As a result, the lead was explanted and replaced.

Manufacturer narrative:
This report in its entirety was completed solely by st. Jude medical, inc., crmd.